Manufacturer narrative:
The pad-pak was first successfully installed by the user in april 2009 and performed to specification up to the 2nd august 2015. During this time an in range patient impedance was detected but no shock was advised. An increase in voltage suggests a further pad-pak was installed. Temperatures are recorded below the recommended operating temperature. Multiple manual power ups, mainly of 10 minutes duration were recorded between 4th-14th august 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.